Event description:
It was reported that the customer found air bubbles inside the reservoir. The customer's blood glucose was 351 mg/dl. The customer stated that the air bubbles were about one-eight of an inch. The customer stated that the insulin pump was rewound with the reservoir in place. Troubleshooting was not fully completed at the time of the call. The customer was able to successfully change the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.